Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) unit has a pressure line error as well as when connected to main power unit is using battery. There was no patient involvement.

Manufacturer narrative:
Updated field: h6(type of investigation, investigation findings, component codes, investigation conclusions). Additional contact information: event site city-(B)(6). Event site state- (B)(6). Event site postal code-(B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) had occult pressure line error and use battery even when connected to mains. There was no patient harm reported. A getinge field service engineer (fse) evaluated the iabp unit and resolved the issue by replacing the power management board (d670-00-1162). The fse performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.